Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels up to 300 mg/dl. The customer would change supplies and deliver manual injections to stabilize bg levels. Reportedly, the customer believed that the pump was not delivering insulin. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.